Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user called for assistance with ilet setup after running out of supplies and being off the pump, with a reported blood glucose of 387 mg/dl while using subcutaneous insulin via pen and planning to restart the ilet after guidance from a trainer. Customer care provided support that included education on proper reconnection timing, including waiting for blood glucose to return to range and at least two hours after the last multiple daily injection before restarting the ilet. Investigation of this case revealed no device malfunction and indicated the situation was related to therapy transition and setup. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, no hospitalization, and no effect on blood glucose attributable to the device event. It was concluded, based on previously established findings for similar reports, that user-related factors during transition off and back onto therapy were the likely cause.